Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there were 2 issues with strong resistance when connecting the saline with syringes.

Manufacturer narrative:
Investigation summary: DHR: all challenge, set up and in-process samples were performed in accordance with the control plans, all passed per specifications. ¿no quality notifications were initiated during the production of the lot numbers associated with this account. Received 2 q-syte assemblies with no packaging material. Visual/microscopic evaluation: unit 1 and 2: top slit was present (per specification) and damage (tears) on the slit was observed. No physical-mechanical damage was observed on the threads of the male/female bodies. In an attempt to recreate the failure the following was conducted: oa lab provided slip luer syringe was connected to the female end of the q-syte. Connection was successful, no resistance was felt and disconnection did not occur. Bottom slit was present (per specification) and damage (tears) on the slit was present (the assembly was dissected after testing). Root cause: indeterminate: othe returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned unit. Oa definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there were 2 issues with strong resistance when connecting the saline with syringes.